Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a sureshot machine displays an error message, the ss meta semiextended drill guide probe was changed to a new probe. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Event description:
It was reported that, a sureshot machine displayed an unspecified error message, the ss meta semiextended drill guide probe was changed to a new probe. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to software not programmed correctly, software not updated, connection or mechanical issues. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.